Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a blank display on the insulin pump. Customer's blood glucose was 145 mg/dl at the time of the incident. Customer stated that the pump started making weird and when he changed the battery, the pump started counting from 1-6. Customer stated that there was no moisture under the display of the pump. Customer inserted a new battery but the display did not return. Customer stated that the battery he placed in the pump was the same battery in the pump he used yesterday. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.